Event description:
The reporter noted the following: "adapters have broken off inside 2 catheter hubs and 1 fisltula needle line when atempting to remove after blood draws. Float staff at unit on these days report seeing this happen at other units in the area. Unsure if those events were reported.". The customer noted they had 2 lots: 23b27b, 22k09a. However, they were unsure which 1 had the issue. They reported no injury to patients (3) as they were able to retrieve the broken fragments. Also, the reporter noted the following: "staff working in our float pool reported to me that they have seen this happening at other clinics that they work at."

Manufacturer narrative:
Customer returned unused samples for investigaiton. Pending final investigation on returned samples.